Manufacturer narrative:
We received one 744f75 catheter with monoject 1.5cc limited volume syringe for examination. The reported event of "catheters did not inflate" was confirmed. No fault messages showed up on the laboratory vigilance ii monitor when the catheter was connected. The catheter passed in-vitro calibration on the vigilance ii monitor. The thermistor was found to read 37.1 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is +/- 0.3c per vigilance manual. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes with no error. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. Resistance value of thermal filament circuit was measured and found to be within specification. The balloon inflated clear, concentric, although was found to have a slow leak into the distal lumen. Leak testing confirmed the leakage to be within the first 10cm of the catheter. The proximal injectate lumen was patent and did not leak. The balloon latex was cut away and a crack was observed next to the inflation slot. Leak testing confirmed the crack entered the distal lumen. No visible damage was observed from returned syringe. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that before use the catheter did not inflate. After replacing the swan-ganz with a new one, the issue was solved. There was no allegation of patient injury. The swan-ganz is available for evaluation.